Event description:
Patient was admitted for a laparoscopic donor nephrectomy. Surgeon was using ethicon ets flex45 stapler/cutter, lot # f4nk4m/exp 2014-03 with reloads tr45w with two of four packing labels, lot #f4na78 exp 2014-02 on both. The first load worked fine. The second load staples came out but did not fire correctly, and the device did not cut. A third load was used. This load fell out of the stapler when fired. A fourth load was inserted and it fired properly. Surgeon reports no harm to patient. The representative was notified and he spoke with the surgeon. It is felt that the stapler unit was not properly inserted into the device(stapler), causing the above described problem. Education was provided to the surgeon, scrub, and department wide for proper loading of the stapler.

Event description:
Patient was admitted for a laparoscopic donor nephrectomy. Surgeon was using ethicon ets flex45 stapler/cutter, lot # f4nk4m/exp 2014-03 with reloads tr45w with two of four packing labels, lot #f4na78 exp 2014-02 on both. The first load worked fine. The second load staples came out but did not fire correctly, and the device did not cut. A third load was used. This load fell out of the stapler when fired. A fourth load was inserted and it fired properly. Surgeon reports no harm to patient. The representative was notified and he spoke with the surgeon. It is felt that the stapler unit was not properly inserted into the device(stapler), causing the above described problem. Education was provided to the surgeon, scrub, and department wide for proper loading of the stapler.